Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6 the following sections were corrected: d1, h6 PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Related: MFR # 1038671-2023-00186 report 1 of 3. MFR # 1038671-2024-02484 report 2 of 3. H11. Additional manufacturer narrative- report 3 of 3. D10. Concomitants: 200-02-32 - three peg patella 32mm, 1226926. 204-22-11 - ps tibial inserts sz 2, 11mm, 1222380. 204-01-02 - ps cemented femoral sz 2, 8221698. 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, 1200696. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty and then experienced a revision surgical procedure approximately 4 years, 8 months after initial implant for the knee components. The patient experienced daily pain and discomfort in her right knee, which has limited her activities of daily living and impacted her qualify of life. Patient has suffered debilitating injuries and damages, including but not limited to, pain and discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.